Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. Sprint was placed in a open wound following a surgical procedure. The patient reported fever and lower leg swelling approximately one month after implant. The patient had an infection that required a surgical debridement and lead remnant removal. Patient was admitted to the hospital and prescribed antibiotics. Blood cultures were performed however, results were not available at the time of this investigation. The physician suspected the infection might be from the surgical site and the patient had reported part of their wound was slow healing. Note that the sprint clinician instructions for use states "use caution when delivering stimulation near an unhealed surgical incision. Doing so could cause a surgical incision to re-open or fail to heal properly". Based on available information at time of review, reviewer is unable to determine whether the wound infection was caused by the surgical procedure or sprint procedure. Patient reported they have been discharged from the hospital, healing, remain on antibiotics and seeing an infectious disease physician.

Event description:
Patient had an infection that required a surgical debridement, lead remnant removal, antibiotics, and hospital admission.